Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23240. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient has not used his scs system for approximately a year. The patient stated his stimulation felt as though it was "shorting out" and when he pressed the ipg against his body, the stimulation would get stronger, but then turn off. The patient also reported barely feeling any stimulation. Reprogramming was unable to resolve the issues. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. In addition, a diagnostic test was performed on the patient's leads and no anomalies were revealed. The patient has effective stimulation coverage postoperative. Please note: the event date is unknown.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.